Manufacturer narrative:
Prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via a legal notification, that patient, underwent initial right tkr on (B)(6) 2013 and was implanted with an optetrak device in his right knee, including the optetrak logic tibial insert made of polyethylene. The surgery was performed by dr. (B)(6). The (B)(6) 2013 arthroplasty was done correctly and did not deviate from accepted medical custom and practice with regards to the implantation of the optetrak device. After several years, plaintiff began experiencing pain and swelling, and was diagnosed with osteolysis secondary to polyethylene wear. As a result, plaintiff underwent revision surgery of his right knee on (B)(6) 2020, approximately 6 years 11 months post initial procedure. Upon information and belief, the failed right total knee replacement and osteolysis was due to premature polyethylene wear of the tibial insert. No device return anticipated due to this being a legal case. No further information.

Manufacturer narrative:
H6. Investigation results-the revision reported was likely the result of osteolysis and prosthesis wear of the tibial insert, as stated in the legal documentation. However, the extent of the reported osteolysis/prosthesis wear could not be determined as the explanted tibial insert was not available for evaluation and pre-revision radiographs, images of the explanted devices, and operative notes were not provided. An additional contributing factor to the revision may have been inclusion of the implanted polyethylene component in the packaging recall. These devices are used for treatment not diagnosis. This case was identified as a duplicate after the serial number was provided by the legal department. This MDR is submitted as information to refer to MFR#1038671-2022-00064 for any new/additional information.